Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of sense b node noise. The device data was sent to technical services (ts) for review. The system was tested in clinic with noise able to be reproduced in the primary and alternate vector. An x-ray was completed confirming appropriate electrode to header connection. The system was reprogrammed to the secondary vector to mitigate further inappropriate therapy. As the recorded noise is consistent with mechanical noise, the system was recommended to be replaced. This s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of sense b node noise. The device data was sent to technical services (ts) for review. The system was tested in clinic with noise able to be reproduced in the primary and alternate vector. An x-ray was completed confirming appropriate electrode to header connection. The system was reprogrammed to the secondary vector to mitigate further inappropriate therapy. As the recorded noise is consistent with mechanical noise, the system was recommended to be replaced. This s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.